Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) folfusors sv (small volume) leaked due to ruptures. This was identified during filling, when glucose was added to the bladder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 06, 2020 - august 07, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs was performed which observed ruptured bladders. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.